Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt with concentration 20.0 mcg/ml at a dose rate of 3.358 mcg/day via an implantable pump for spinal pain. It was reported that the patient had problems in the area of where her pump was. It was indicated that the pump slipped before she could go to their healthcare provider (hcp) during the end of march or beginning of april, further noted as before her refill which was around (B)(6) 2020. The date 2020-mar-21 is considered an approximate date of event (specific year known only). A list of physicians was requested for a second opinion about the situation with the pump. At the time of the report, when reading drug information from the printout, "-8.0%" was indicated. The patient also inquired about a list of locations she could have a magnetic resonance imaging (MRI) scan. The patient was to follow-up with their healthcare provider to get referred to a location to have the MRI and physician listings were provided. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that in clarification of the patient having had problems in the area where the pump was/pump slipped there was not a device issue, patient/therapy issue, procedural issue. There were no diagnostics or troubleshooting performed. In regards to if the patient having had problems in the area where the pump was/pump slipped, the healthcare provider reported ¿she¿s fine¿. No further complications were reported or anticipated regarding the event.

Event description:
On (B)(6) 2020, additional information was received from the patient. They reported that since the event started, the pump was "really sticking out on the side of me" and was "not in the pocket". Due to this, it has made the patient "sicker" and they reported, "it is not right". The patient initially stated the issue has been occurring since the date of implant, but later clarified this was a continuation of the previous report and started before the patient was able to have a refill appointment, and this has been getting worse. Healthcare professional (hcp) listings were provided.

Manufacturer narrative:
H6; the previously reported patient code c76143 no longer applies to this event and has been updated to c50499 and c3832. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-feb-08, additional information was received from the patient. They reported they were scheduled to have the pump removed on 2021-(B)(6), but their appointment was cancelled because their insurance would not pay for it. The patient reported their pump had slipped and was moving a lot and slipping around. The pump was sitting on the patient's right hip bone and was making her whole right side ache and was hitting something (nerve) which was causing more pain. The patient stated the pump used to have prialt in it, but has had saline in it for a long time. No troubleshooting was required. The issue was not resolved. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.